Event description:
The facility reported that the pt was being transferred to the bath seat, and the chair unit was raised enough to release the chassis. While removing the chassis, the chair became detached from the hoist arm and fell to the floor. The caregiver tried to protect the pt's head from hitting the edge of the bath. The pt hit the floor (approx 2 feet) and landed on his lhs. The paramedics were called and the pt was examined and made comfortable. The next day, the pt was examined by a local dr. The following day, the pt was taken to the local minor injuries dept because his arm and left hand had started to swell. A fracture to the left arm was found. The pt was treated and the arm was plastered.

Manufacturer narrative:
The investigator examined the device and found no faults. It appeared that the chair might not have been attached to the hoist correctly, pointing to a possible training issue. The h&s coord at the site agreed with the investigator's findings and will address this issue. The MFR has concluded the root cause of this event is user error, and is not related to any fault of the product. The chair was not safely attached to the lift arm when the lifting started, which this caused the transfer chair (and pt) to fall. It is stated in the operating and product care instructions under a warning note "before using the transfer chair, make sure it is safely attached to the lift arm and that the locking mechanism is thoroughly locked." The MFR recommends retraining of the operators to the requirements of the operating and product care instructions.